Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil could not be detached with the instant detacher. An attempt to detach the coil was made with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use), but without success. The coil was removed from the patient and it was found to be detached outside the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher, implant coil, and echelon microcatheter. The evaluation could not determine the cause of the non-detachment; however, the pusher assembly was found to bent at several locations preventing the release wire from pulling back to actuate the release mechanism. In regards to the detachment of the implant coil, it is possible that the implant coil detached subsequent to the movement of the coil against the reported resistance. The cause for the bends in the pushwire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. (B)(4).

Manufacturer narrative:
(B)(4)